Manufacturer narrative:
Us reporting agent notified: (B)(4) 2014. Complaint description: consecutive cases of broken suture, noted mid-point of the procedure. The initial area has been re-sutured, by the surgeon. Samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of this code batch. No patient injury reported. There are no units of OEM stock. OEM performed tightness test and the know pull strength. The results of each test, conform to requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conform to requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Complaint description: (B)(6). Complaint description: thread broke during surgery.